Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID 2134265-2018-06495. It was reported that a seam tear occurred. During the insertion of a 14 f isleeve introducer, resistance was felt. The device was removed and a seam tear/hole was noticed at the same place as a kink. The device was removed. The device was exchanged for another 14 isleeve. During insertion, angiography revealed a "rupture" of the tip. The device was removed. The procedure was completed with a lotus introducer sheath. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The tip has typical damage. There are three kinks along the sheath; sheath is kinked 4.5cm, 10cm and 17.5cm from the distal tip. Two of the kinks have minor seam openings. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-06495. It was reported that a seam tear occurred. During the insertion of a 14 f isleeve introducer, resistance was felt. The device was removed and a seam tear/hole was noticed at the same place as a kink. The device was removed. The device was exchanged for another 14 isleeve. During insertion, angiography revealed a "rupture" of the tip. The device was removed. The procedure was completed with a lotus introducer sheath. No patient complications were reported and the patient's status is stable.